Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was unresponsive. Investigation also revealed that there was contamination under the up arrow button contact. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the keypad cover was found to be cut and torn between the up arrow and down arrow buttons. During testing, the up arrow keypad buttons was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow key contact. Additionally, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)